Event description:
The hospital reported that during the prep for a coronary artery bypass graft surgery, the blower/mister mist fluctuated high then extremely low throughout the procedure and would not stay consistent. Staff did not change any settings during this time. The procedure was completed using the same device. There were no pt consequences. High mist pressure flow rate is a reportable event.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. For lhr review at the OEM end, new requirements are being established.